Event description:
Customer reported that a malfunction occurred. There was no reported adverse impact to the customer's blood glucose level. The malfunctioning pump is set to be returned for further inspection, and a replacement pump has been issued.